Event description:
Material # 301033 batch # 0100616 it was reported by customer that syringe missing numbers damaged tip verbatim: rcc received a complaint via email. Email(s) attached notification number 200487318 notification created date 3/16/2022 notification description syringe missing numbers damaged tip component number 33239 component description lts 20 ml luer-lok syringe component lot serial number (B)(6). Regulatory date reported 3/19/2024 regulatory reference number 1423395-2024-00150

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this pr is a duplicate of pr (B)(4). This MDR will be voided.

Event description:
Duplicate of pr (B)(4).